Event description:
(B)(6). Monoject insulin luer-lock syringe 1188100777 has gradation marks in ml, (1 ml denoted as 1.0 ml with trailing 0). Syringe is too skinny to have both units and ml gradation marks. Error occurred at the hospital. Type: non medication error. Contributing factors: trailing zero inappropriate / inaccurate measuring device "units" misunderstood poor product design: (i.e vial, syringe, bag). Special code: MFR correction action. Severity: circumstances or events have capacity to cause error. (B)(6). Submission ID: (B)(4).